Manufacturer narrative:
(B)(4). Additional information: expiration date: 05/03/2020. Manufacture date: 6/03/2015. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: was the transection taken in one or multiple firings: the transaction was taken in one firing; what is the current patient status: alive, discharged. Photographic analysis: based on the photo evidence the event description cannot be confirmed. (B)(4).

Event description:
It was reported that during a low anterior rectal resection procedure, the patient was operated on the (B)(6) at the 7th week after the chemo-radiotherapy. The diagnosis was the cancer of the lower middle-ampullar rectum. Volume of operations: laparoscopic-assisted low anterior resection with total mezorektumektomiey. The surgery took place with the standard technical difficulties in mobilizing mezorektum associated with anatomically narrow pelvis and chemoradiotherapy. The rectum was allocated for resection by the device, and minilaparotomy was made in hypogastriums. After the resection which was made with all the recommendations of use of the device, the proximal stapling seam was consistent. However before the circular stapler anastomoses and revision of the stump of the rectum there was no stapling seam. After a purse-string suture for covering the stump of the rectum was placed the restoration of intestinal continuity became impossible. When sanitizing the stump of the rectum after its dissection the through hole of the bowel wall was disclosed. For setting its size, location and the reason for its occurrence the endoscopic examination was performed (installation of operating proctoscope for transanal microsurgery). It was revealed that the cutting line of the colon is open and not closed by stapling line. There was only a single staple at the right corner of colon. The bowel was cut off at 3.5 cm from the anus. The attempt to make a purse-string suture for further anastomosis creation faced technical difficulties. The result of the attempt was not satisfactory. The council of surgeons decided to finish the operation by forming a single (lifetime) stoma. The patient is stable.